Manufacturer narrative:
The monitor and electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2023. The patient's spouse reported that the patient was not wearing the lifevest due to the experiencing pressure marks and a burning sensation from the electrode belt. There is no indication that the patient received medical intervention. There is no indication of serious injury due to the irritation.